Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads. The functional testing could not be performed due to the unresponsive buttons.

Event description:
The customer reported via phone call that her pump was not giving the full amount of insulin and she was having a keypad anomaly. Customer's blood glucose was 158 mg/dl. Customer stated that she had issues with the act button and the esc button. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.